Event description:
Report received that it was very difficult for the pt to remove the pouch using adhesive remover after 4 days or wear. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The appropriate quality systems are in place to prevent defects from occurring or detect defects in the event of occurrence. The evidence provided by the non conformance review, trend and complaint history for this icc indicates the processes are in control. Future complaints will be monitored for trends.